Event description:
It was reported that during the microelectrode recording (mer) testing at a deep brain stimulation (dbs) stage one implant procedure, the patient presented with a violent tremor in his hand. The patient was unable to speak for three minutes and then the tremor quickly subsided. This event occurred under local anesthesia and prior to implanting the dbs lead. As such, nothing was implanted in the patient other than the burr hole cover having been placed on the patient in order to abort the procedure. The patient was then taken to recovery, doing well, and expected to fully recover. The continuous tomography scan ruled out a hemorrhage. The physician assessed the event was a possible seizure that presented as a tremor due to the procedure.